Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been having issues with the insulin pump and had reverted to a back-up plan. They reported that while on the insulin pump their blood glucose level would be 100 mg/dl and then suddenly it would go up to 600 mg/dl. They treated their high blood glucose with a syringe and had continued to use the insulin pump until (B)(6) 2017. They reported that they have been off the insulin pump for six days. The customer reported that she and her diabetic nurse have tried all troubleshooting and determined the insulin pump was not working. The device was returned for analysis.